Event description:
It was reported that the patient presented with hemorrhage and stroke and the procedure was to treat the internal carotid artery (ica). Aspiration was performed with a non-abbott device. During the procedure with the emboshield nav6 embolic protection system (eps), no stenting was able to be performed due to hemorrhage. The physician felt he did not have enough length on the barewire before deployment, and there was no 315 cm barewire available, so a non-abbott wire was advanced and the filter was deployed. As this non-abbott wire did not have a step, the filter was unable to be retrieved. The filter migrated further into the ica and it was attempted to be retrieved with aspiration, stent retrievers and snares, but all were unsuccessful, so the filter remains in the patient. The filter ended up being pushed further forward and migrating to a smaller, tighter vessel of the ica. The filter is not embedded but it is well apposed to the vessel wall. The patient went to the ICU and returned for another procedure the next morning. A lot of material was aspirated from the filter. The patient was transferred to another hospital where they are not stable, and it is unknown if the filter has migrated past the ica. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information, there is no indication that the reported retraction problem and filter migration resulting in foreign body left in the patient, unexpected medical intervention, and prolonged hospitalization is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, exchanging the barewire filter delivery wire for the non-abbott wire prevented the ability to retrieve the filter causing the filter to come off the wire and migrate into the internal carotid artery (ica). The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. A partial UDI is being reported because the lot number was not provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The event details and reported information were reviewed by an abbott medical affairs senior specialist. In summary of the medical review, there was no product issue with the nav6 emboshield device. The user chose to use a non-abbott guidewire instead of the recommended barewire. The nav6 emboshield instructions for use (IFU) and the carton, pouch, and device tray, state that the device is to be used with the barewire only and the IFU states that use of another wire will cause the loss of the nav6 emboshield filter. Due to the unknown current location of the nav6 filter, the previously attempted retrieval methods, and the unknown current status of the patient, any other possible retrieval methods, surgery, stenting, or snaring, can not be definitively stated. Based on the reported information, exchanging the barewire filter delivery wire for the non-abbott wire prevented the ability to retrieve the filter causing the filter to come off the wire and migrate into the internal carotid artery (ica) resulting in foreign body left in the patient. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The emboshield nav6 instructions for use eifu, states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The use of a wire other than the barewire appears to have contributed to the reported difficulties and subsequent patient effects. In this case, based on the reported information, exchanging the barewire filter delivery wire for the non-abbott wire prevented the ability to retrieve the filter causing the filter to come off the wire and migrate into the internal carotid artery (ica). The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Based on the reported information, there is no indication that the reported retraction problem and filter migration resulting in foreign body left in the patient, unexpected medical intervention, and prolonged hospitalization are related to a product quality issue with respect to the design, manufacture, or labeling of the device.